Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient also reported that the continuous glucose monitor (cgm) numbers have been off by over 80 points and has gotten sick many times relying on the dexcom product. The patient did not provide further details or dates of issue. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on approximately (B)(6) 2017. Exact cgm and bg values were not provided, however it was reported that there was a difference of 80 or more points. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.